Event description:
The pt was receiving nafcillin 2 grams every 8 hours via PICC line and secured in a fanny pack. At an unk time during the infusion, the pt called the homecare office stating the "tubing broke." A nurse was sent to the pt's home. The nurse noted that the tubing separated at the distal end of the air eliminating filter and tubing. There was no bleedback from the PICC line and the line flushes easily, the PICC line dressing was changed and new tubing was placed to infuse the remaining nafcillin. There were no reported adverse pt effects. Through requested, no add'l info was provided.